Event description:
It was reported that three days after implant the right ventricular (rv) lead dislodged. During revision, the rv lead was re-inserted into the implantable pulse generator (ipg) rv port and was found to not pace. The rv lead was pacing perfectly when placed in the right atrial (ra) lead port of the ipg. The physician concluded that the rv port on the ipg was not working and replaced the ipg. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).